Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging unit powers off during use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). The meter passed testing, no faults were found, and functioned properly. The meter's accessories (ac adapter and usb cable) were also returned and evaluated with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.